Manufacturer narrative:
This report is being filed on an international product, architect anti-hbc ii, list 8l44, that has a similar product distributed in the us, core, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer obtained a (B)(6) architect anti-hbc ii result. The sample generated a (B)(6) result on architect (B)(6) and positive on sysmex (B)(6). The customer provided the other (B)(6) results on both architect and sysmex and no other discrepant results were generated. No impact to patient management was reported.

Event description:
The customer obtained a false non-reactive architect anti-hbc ii result for an 80 year old female. The sample generated a non-reactive result on architect (0.57 s/co) and positive on sysmex (8.81 coi). The customer provided the other hepatitis b results on both architect and sysmex and no other discrepant results were generated. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer's issue included review of the complaint issue, complaint activity, trending data, labeling and device history records. Additionally performance testing of the complaint lot was performed. Return testing was not completed as returns were not available. Review of complaint and trending data identified no issues or trends associated with the complaint issue. Review of device history records for the complaint lot did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. Retained reagent kits of the complaint lot were tested in a sensitivity setup. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to the architect anti-hbc ii test results provided by the panel manufacturer. The lot detected the same bleeds as reactive for the seroconversion panels. Therefore, the sensitivity performance of the complaint lot was not negatively impacted. Based on this investigation, no systemic issue or deficiency was identified for the architect anti-hbc ii reagent lot.